Event description:
The customer reported a unit that is out of calibration. They provided the following examples: when set to 100, the actual value is (B)(6) when set to 60, the actual value is (B)(6); and when set to 21, actual value is (B)(6). This was an out of box failure. No patient involvement.

Manufacturer narrative:
(B)(4). Conclusion code: carefusion technical support shipped the distributor a replacement microblender. The alleged faulty microblender was returned to carefusion on (B)(6) 2015. Carefusion failure analysis lab examined the unit and were able to duplicate the reported issue. They found that the unit was failing the fio2 test and would not calibrate. The unit will be held for 90 days for any further investigation and will eventually be returned to service after replacing the "o" ring and any other material as required to bring it to new condition.